Event description:
It was reported that this right ventricular (rv) was attempted due to dislodgement. This rv lead was removed from the body, and an attempt to retract the helix was unsuccessful. This rv lead was replaced with the same model and not implanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried body fluid and tissue around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. No lead issues were noted that would have made the observed dislodgement or deformed helix more likely than what is documented as known inherent risks of the use of this lead. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk.

Event description:
It was reported that this right ventricular (rv) was attempted due to dislodgement. This rv lead was removed from the body, and an attempt to retract the helix was unsuccessful. This rv lead was replaced with the same model and not implanted. No adverse patient effects were reported.